Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the ophthalmic console did not generate laser power during surgery. The system later functioned properly, and the procedure was successfully completed on the same day using the same machine. There was no impact on the patient.